Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, air was noted even when the catheter was not inserted, and air contamination occurred when the farawave was inserted. After removing the air from inside the sheath, pfa was started and air entered from the handle side. The air was removed from the syringe periodically. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, air was noted even when the catheter was not inserted, and air contamination occurred when the farawave was inserted. After removing the air from inside the sheath, pfa was started and air entered from the handle side. The air was removed from the syringe periodically. The device is expected to be returned.